Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm and no display. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received on 21 january 2019 indicating there was no patient involvement. Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. The device passed all functional and delivery test. The customer reported issue could not be duplicated. Based on the evidence, the compliant was not confirmed. The root cause could not be identified.